Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia and was hospitalized on an unknown date. The customer's blood glucose level was unknown. The customer did not mention any treatments and symptoms related to high blood glucose level. The device will not be returned for analysis.